Event description:
It was reported that an issue with autofill and balloon restriction occurred on a cardiosave intra-artic balloon pump (iabp). It is unknown if it was connected to patient; however no adverse event was reported.

Event description:
It was reported that an issue with autofill and balloon restriction occurred on a cardiosave intra-artic balloon pump (iabp). It is unknown if it was connected to patient; however no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp, and was able to duplicate the reported issue, the stm tested unit with demo balloon, and iabp trainer. The stm tested the unit, and observed damaged rear console cover due to customer negligence. The stm removed console cover, and observed damaged pressure hose to vacuum canister due to damage cover causing gas restriction alarm. The stm ordered, and replaced damaged parts due to customer negligence. All functional, and safety tests were passed to meet factory specifications, and the iabp was returned to the customer, and cleared for clinical service. Full event site name: (B)(6).

Event description:
It was reported that an issue with auto-fill and balloon restriction occurred on a cardio-save intra-artic balloon pump (iabp). It is unknown if it was connected to patient, however, no adverse event was reported.